Event description:
It was reported that there was a key stuck alarm. The patient chose to power the pump off despite the potential delay. The alarm did clear (resvol empty in 32 hr 14 min) and pump was stopped and powered off. The event occurred while in use with patient at patient's home, and the operator of the device was a health professional. There was patient involvement with no patient harm.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.